Event description:
It was reported that the patient had a catheter inserted on (B)(6) 2026, with an in-body length of 44 cm. On (B)(6) 2026, when the patient returned to our outpatient clinic for follow-up, the in-body length of the catheter was 45 cm, and there was fluid leakage at the puncture site. After withdrawing the catheter by 1 cm, fluid leakage was observed at the 45-cm mark. Following discussion with the patient, the patient requested removal of the catheter, which was subsequently performed in accordance with medical instructions. No immediate harm was caused to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.